Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received, identified the patient's scs system's implantable pulse generator was replaced. There were reportedly no issues, during the procedure. And therapy was restored postoperatively.

Manufacturer narrative:
A system displaying warning message ¿replace generator¿ was reported to abbott. The implant was subsequently replaced by physician. The results of the investigation are inconclusive since the device nor logs or settings were returned for analysis. Based on the information received, the cause of the reported incident is consistent with the ipg reaching end of life. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
It was reported the patient's scs system patient controller (pc) had displayed the "replace generator soon" message. Upon system evaluation by the company representative the same message displayed on the clinician programmer and they were unable to start a session. The patient stated they lost stimulation within the last couple of months. Surgical intervention may be taken to replace the patient's scs ipg.